Event description:
Reportedly, the patient was admitted in emergency room on (B)(6) 2012 because of a ventricular fibrillation. Consequently, a defibrillation was executed and the device did not switch to standby mode. An explanation was required concerning the absence of arrhythmia episode recorded in aida. Note that the patient had passed away due to non-cardiac causes.

Manufacturer narrative:
(B)(4), 2013. This event concerns that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.